Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implant the implantable pulse generator (ipg) was adjusted from dual to single chamber and the patient was prescribed medication. It was also reported the following day the patient accidentally fell and now has symptoms of dizziness and discomfort. The ipg remains in use. No further patient complications have been reported as a result of this event.